Event description:
An implantable pulse generator (ipg) system was returned from the fuller funeral home and cremation services with no information. Information identified in the online obituary indicated the patient died approximately four months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information via the funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID addrs1, implanted: (B)(6) 2012; product ID 5076-45, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.